Event description:
See initial report.

Manufacturer narrative:
H11: based on the available information, the root cause of the reported event was traced back to an electrical failure of the venous clamp motor. No concerning trend was highlighted for reported failure mode. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, unique device identifier (UDI) number is not available. This information will be provided in a supplemental report if made available. H.4. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. H11: livanova deutschland manufactures the essenz venous clamp. The incident occurred in japan. Through follow-up communication with livanova field service representative in charge, it was learned that after the error, testing was carried out on the actual machine, the main power supply was switched off and on, and the cable was disconnected from the power pack. Although the problem was temporarily resolved, the same communication failure error occurred afterwards, and the clamp was not controllable. Essenz cockpit log file were extracted and analysed confirming that multiple errors (2551 and 2550 codes) were recorded in the date of event. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during a demo, display of an essenz venous clamp turned light blue/red. The customer tried to turn the power off and on and reinserting the connector on the back, but the color returned and the venous clamp (vc) section on the display went black. The error message indicated "please replace the vc." Reportedly the clamp was not controllable. There was no patient involvement.